Event description:
On (B)(6) 2014, it was reported that the patient had often experienced elevated blood glucose levels higher than 300 mg/dl. The patient attempted to correct the elevated blood glucose levels via bolus of 10 units of insulin, but was unsuccessful. The patient thinks the infusion device should have displayed e4 (occlusion error), but no error has been displayed. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).